Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1. It was reported that the bone screw stripped during implantation. The bone screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.